Manufacturer narrative:
A complaint of a set being too stiff was received from the customer. One unused sample was returned for investigation. Through visual inspection, no defects or damages were observed on the set. The set was primed with no issue. This sample was then attached to a sample of 2426-0007 and infused at a rate of 125 ml/hr. No issues were observed during infusion. A device history record review for model mz5310, lot number 21035256 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was not determined as a defect was not confirmed. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd maxzero¿ extension sets, stiffness occurred as saline was pushed through the device. The following information was provided by the initial reporter: "I got a complaint the other day regarding our extension set mz5310. I was told it is too stiff especially after they start pushing saline through. Nurse had a concern that it gets so stiff that it might pull the IV out."